Event description:
A customer reported that the system "cuts off" when the setting for the cut rate is over 2000 units. The case was completed following a delay less than fifteen minutes to trouble shoot and reboot the system. There was no harm to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).